Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on display screen which made it difficult to read information sometimes, the insulin squirted out during priming, buttons were sticky and takes longer to press. Customer¿s blood glucose level was unknown. Customer also cracks around battery port, crack on top portion of battery port and received few random unexplained no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected a33 alarm anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).